Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter read inaccurately high in comparison to her feelings/normal results. This complaint was classified based on customer service representative (csr) documentation and a review of the call by medical surveillance, since the patient was unable to be reached by phone for additional information. The patient had initially called to make a complaint about her one touch ping insulin pump, and then requested a new one touch ping meter as she believed she had been obtaining inaccurate readings. The patient informed the csr that on an unspecified date, she obtained alleged inaccurately high readings of ¿200 and 160 mg/dl¿ compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with an insulin pump and did not specify whether she made any changes to her usual routine of diabetes management in response to the alleged inaccurate readings. The patient explained that she has neuropathy and that the condition worsens when she experiences both high or low blood glucose excursions. She stated that when she is hyper- or hypoglycaemic, she becomes ¿so nervous, her legs and hands burn and sting, her legs are numb, she can¿t walk, gets a headache and can hardly speak¿. The patient denied receiving any treatment in response to these symptoms but mentioned that she had attended 5 or 6 appointments with her endocrinologist to discuss her diabetes management. At the time of troubleshooting, the patient was unable to confirm if the unit of measure was set correctly at the time of testing, because she couldn¿t remember. The csr walked the patient through a control solution test and obtained a result of ¿126 mg/dl¿ which fell within the specified range on the test strip vial. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. The patient did not confirm if she developed the reported symptoms as a result of the alleged inaccurate readings she obtained with the subject meter and could not be contacted for additional information. The subject meter could not be ruled out as a cause or contributor to the event.